Event description:
It was reported that a cartridge alarm occurred during insulin delivery and that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issues. Customer¿s blood glucose (bg) level was "high" on cgm to 213 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.